Event description:
External surgical staples misfired 'c-shaped' stables which "many staples" came out of abdomen (incisional closure), wound reopened (skin separated wide and underlying muscles separated also), required wound vac, wound didn't heal correctly), healed with a thin tissue covering (muscles mildly separated allowing intestines to show through). Initially diagnosed with diastasis recti and later diagnosed with large stage ii 12 cm complex incisional hernia that required flap graft abdominal wall component separation surgery to repair. If the staples wouldn't have failed and my incision didn't reopen. I would not have required a wound vac would not have had a membrane tissue form over opening, would not have been diagnosed with diastasis recti and would not have later been diagnosed with a huge 12 cm stage ii complex incisional hernia that required flap graft abdominal wall component separation surgery to repair. I have photographs documenting my entire complaint. I had a cat scan I believe in (B)(6) 2018 showing "diastasis recti and no hernia present". I can get all of the details if you need them. I also have a dr's appt around (B)(6) 2019 with a surgeon's diagnosis of large 12 cm stage ii incisional hernia and he did flap graft abdominal wall component separation surgery to repair the hernia on (B)(6) 2019. I have all of my medical records and can provide you with more details if needed. FDA safety report ID# (B)(4).